Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p1, p3, and p4 pad were loose. Additionally, liquid contamination was found on the battery pca and cells. The cause of the non-functional battery pack is the loose busbar and the contamination. The root cause of the loose busbar cannot be positively identified. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.